Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same event as MFR report # 3005188751-2011-00099 and 00098. It was reported while using the introducer for a transseptal procedure blood leaked from the hemostasis valve. The physician performed transseptal puncture and then removed the dilator from the sheath when it was noted that blood was leaking from the hemostasis valve. This was noted with there separate introducers. Another introducer of the same model was used to continue the procedure with no consequences to the pt.